Event description:
The pt came for activation of the speech processor after the re-implantation. In situ measurements show 8 electrode channels in status high and 2 involved in short circuit. The intra-operative measurements were within normal limits. No trauma reported.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, most likely caused due to excessive mechanical stress, seems very likely. To determine an exact root cause a device investigation of the explanted device is necessary. If and when the patient is explanted, the complaint will be reopened.

Event description:
The patient came for activation of the speech processor after the re-implantation. In-situ measurements show 8 electrode channels in status high and 2 involved in short circuit. The intra-operative measurements were within normal limits. No trauma reported. As per new information received, in-situ measurements from september 2015 showed 11 channels with either high impedance or short circuits.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report. (B)(4).